Manufacturer narrative:
The date of event is unknown, therefore this first day of the month the article was published was used. The valve was not returned to edwards lifesciences for evaluation as it was discarded by the facility. It is normal to have a small gradient across a prosthetic valve after implant.  If elevated, it may indicate obstructed flow across the valve.  An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis.  Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to calcification or early thrombus formation.  In the instance of a bioprosthetic valve in valve implant an increased gradient can be a result of intravalvular regurgitation and is not a result of a valve leaflet malfunction.  If mild, these patients will not require intervention and will be followed with serial echocardiography.  If significant and results in symptoms, it may require intervention.   In this case, there is no allegation or indication a device malfunction contributed to this adverse event.  Per report, the increase gradient was attributed to prosthetic patient mismatch (ppm).  Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.  Should any additional information become available, the information will be reviewed and the complaint investigation will be updated accordingly.    Bibliography: kagemoto, yoko, et al. "Late clinical presentation of prosthesis-patient mismatch following transcatheter aortic valve replacement." Journal of cardiothoracic and vascular anesthesia (2018).

Event description:
As reported through a journal article titled, ¿late clinical presentation of prosthesis-patient mismatch following transcatheter aortic valve replacement", one year post valve in valve ( 23mm sapien in 23mm magna ease valve) tavr procedure, the patient reported experiencing pronounced dyspnea.  Tte showed an increase in the mean gradient of 40mmhg.  After a trial of anticoagulation, the patient's 23mm sapien valve was explanted and replaced with a st. Jude mechanical valve. Immediately post uneventful deployment of the 23mm sapien valve, tte demonstrated a mean gradient of 20mmhg and a velocity of 2.8 m/s.  At the 1-month post procedure follow-up, the patient reported resolution of his shortness of breath.  The routine transthoracic study demonstrated a regression in lv mass. The lv ejection fraction had increased from 70% to 75%.  The mean gradient and peak velocity had both increased to 25 mmhg and 3.5m/s respectively.  During the patient¿s 1-year follow-up, he again reported pronounced dyspnea limiting his ability to ambulate.  A transthoracic echocardiogram demonstrated an increase in the mean gradient of 40mmhg and peak velocity of 4.4m/s. The increased gradient prompted a dynamic computed CT, which showed no evidence of hypoattenuating leaflet thickening or hypoattenuation affecting motion.  After a trial of oral anticoagulation, the patient returned to the operating room for a mechanical prothesis.  Physical examination of the explanted valve demonstrated a valve with normal pliable leaflets without evidence of thrombosis or pannus ingrowth.  Post- cardiopulmonary bypass, the intraoperative tee demonstrated normal motion of both leaflets with associated washing jets. There was no paravalvular leak.  A postoperative tte revealed a mean gradient of 20mmhg and a peak velocity of 2.7m/s. The patient recovered and experienced resolution of his dyspnea.